Manufacturer narrative:
Device is combination product. Literature citation: noad rl, et. Al. ¿initial experience of bioabsorbable polymer everolimus-eluting synergy stents in high-risk patients undergoing complex percutaneous coronary intervention with early discontinuation of dual-antiplatelet therapy¿. J invasive cardiol. 2017; 29 (2): 36-41. Device evaluated by MFR: the device is not expected to be returned. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same literature article as MDR ID: 2134265-2017-10367, 2134265-2017-10386, 2134265-2017-10387, 2134265-2017-10388. It was reported via literature that patient in-stent restenosis occurred. This study assessed patients who underwent percutaneous coronary intervention (pci) with a synergy stent to examine a minimum of 6 months of clinical outcomes after early discontinuation of dual antiplatelet therapy (dapt). Stenting involved left main stem, multivessel disease and chronic total occlusion lesions. Prior to the index procedure, all patients were pre-loaded with 300 mg aspirin and a second antiplatelet (600 mg clopidogrel, 60 mg prasugrel, or 180 mg ticagrelor). Glycoprotein iib/iiia use was permitted if deemed necessary by the operators. Post dapt discontinuation there was one patient death due to heart failure, 3 tvr¿s with pci and one patient with in-stent restenosis treated with coronary artery bypass graft surgery. There was no stent thrombosis or myocardial infarction. In conclusion the literature indicated that use of the synergy everolimus-eluting stent allows for early discontinuation of dapt, reducing risk of bleeding complications and facilitating non-cardiac procedures, without an increase in stent thrombosis and with excellent results for tvr.